Manufacturer narrative:
Complaint no. (B)(4).

Event description:
It was reported that in the cath-lab during use of the catheter, the user was not able to inflate the balloon. As a result, a new kit was opened, however, the same issue occurred. There was no reported delay, death, or complications to the patient. See MDR 3010532612-2014-00009 for second event with the same patient.